Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. Troubleshooting was done, and the customer found that the cannula was bent. Advised to change the entire infusion set. The customer stated that she was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 488 mg/dl. The customer stated that she went to the hospital upon having chest pains. The customer expressed experiencing high blood glucose, chest pains, a headache and vomiting prior to the hospitalization. The customer was treated with an IV. Troubleshooting was done. The customer found multiple no delivery alarms in the alarm history of the insulin pump. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to call back if any issue occurred. Nothing further reported.